Event description:
The facility reported to baxter a vague report of a patient injury that resulted in the patient's death. The event was reported to have occurred during an infusion of norepinephrine. Reportedly, the pump was delivering 80ml of norepinephrine, 5% dextrose and 0.9% nacl at a flow rate of 2ml/hr. According to baxter, the nurse involved in this incident reported that the pump caused a rupture in the set, resulting in serious injury and subsequent death to the patient. However, baxter states the facility is unable to identify the patient and is unsure if the patient's death is related to the use of the colleague pump. Add'l info has been requested regarding pt demographics, pt's diagnosis, pt's vital signs, etc.